Event description:
It was reported that clinician and/or any patients have encountered retrograde flow (back flow) of fluid leading to under infusion when using 3 unspecified bd anti-siphon valves. The following information was provided by the initial reporter: retrograde flow (back flow) of fluid leading to under infusion - 3.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for this investigation; however, the customer reported a 'back flow of fluid leading to an underinfusion' occurred when using a bd anti-siphon valve product. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the bd anti-siphon valve products in the past 12 months.